Manufacturer narrative:
(B)(4). Batch # unk. Device evaluation summary: the analysis results confirmed that the pxw35 device was returned nonfunctional. The device was received with the cartridge detached from the handle. Further analysis shows that lifter and lifter spring were loose of cartridge. No functional test was performed due to the condition of the device. The DHR review could not be conducted, as no batch number or lot number of the complaint was provide. No conclusion could be reached as to how the cartridge became damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the device was broken off at the first firing. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.